Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure and there was a substantial map shift on the carto 3 system map during the procedure, while using the farapulse system. After they had finished the left side of the veins, and the farawave catheter was advanced into the right side of the veins, there was a noticeable map shift. No ablation had been performed on the right-side at that time. When the farawave was in the right vein and was being moved, the carto 3 system map was stagnant. They confirmed there was sufficient matrix, there were no errors, all patches were within the preferred box, and all metal values were within normal range. The reporter also stated that enhanced sensitivity was already turned off. A template was in use. The physician declined troubleshooting and the procedure was continued. No adverse patient consequence was reported.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).